Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement. The device was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board one during visual inspection. Device received with missing retainer, missing reservoir tube o-ring, scratched case, cracked battery tube threads, partially broken retainer, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. Customer¿s current blood glucose was 458 mg/dl. Customer stated that they have a blank display and also a broken belt clip. The customer was assisted with troubleshooting and the display did not return. Customer decline troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.